Event description:
Per the clinic, the patient experienced skin lesion, skin breakdown and infection at implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.